Manufacturer narrative:
The unit had no button response due to corroded keypad traces. No unexpected number ramping or scrolling screens noted. Unable to test for bolus anomaly due to no button response. The unit had cracked case at display window corner (upper right, lower left and lower right corners), a scratched display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube and a cracked reservoir tube lip. No crack noted on display window and no damage noted on lcd glass.

Event description:
The customer's mother reported that the insulin pump has a malfunction. She tried to bolus and the device over delivered insulin to the customer. After this, the customer's mother changed the battery and the numbers started to go non-stop. She tried to clear the screen by pressing the esc and act buttons and the numbers would slow down then ramp up again. The blood glucose reading is 312 mg/dl. There is a crack on the top right corner of the display screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.